Event description:
Pt revised to address pain and loose tibial tray.

Manufacturer narrative:
Implanted 13 yrs ago. Eval was not possible, as the prod was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.